Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the d12lt found that it was received with the reset button in disarmed position. In order to evaluate the reported incident, the instrument was functionally tested; when the reset button was pushed to the armed position it was noted that the button returned to the unarmed position and the shield remained locked preventing the exposure of the blade. The obturator was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4) = reset button.

Event description:
It was reported that during an unknown procedure, the product wasn't locking. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.